Event description:
Initial result for a pt magnesium was 5.2 mg/dl. When repeated, the result was 1.8 mg/dl. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for a discrepancy.